Event description:
The reporter called and alleged discrepant results when compared to a lab. The device result reported was 5.5 and 3.2 inr. The corresponding lab result reported was 3.3 and 2.4 inr.